Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain/failed back surgery syndrome. The pt rec'd an overdose of dilaudid during a refill procedure. The medication was given subcutaneously rather than into the pump reservior septum. The hcp determined the pump had flipped. The pt experienced a respiratory arrest and was stabilized with narcan IV. The pt was released from the hospital in 2000 and is improved. The pump was again refilled.